Manufacturer narrative:
The customer reported that their pediatric dept. Central nurse's station (cns) is showing comm loss for three bedside monitors (bsm's). No harm or injury was reported. During the initial trouble shotting they went to the closet and found that the switch showed activity, but the media converter did not have a light on the fiber optic connection side.

Event description:
The customer reported that their pediatric dept. Central nurse's station (cns) is showing comm loss for three bedside monitors (bsm's).